Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The serial number was corrected in the device programming. However, visual inspection found that the upstream occlusion (uso) seal was buckling. This indicated a reportable malfunction based on the uso seal. The uso seal was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the wrong serial number was downloaded to the pump. The issue was discovered during testing. Device analysis revealed a buckling upstream occlusion seal.